Event description:
A united states (us) customer obtained a falsely elevated carbon dioxide concentrated (co2_c) result on an atellica ch 930 analyzer with serial number (B)(6) and did not report it to the physician. The customer used the same sample to perform repeat testing on an alternate atellica ch 930 analyzer and stated the repeat result was correct and consistent with the patient's history. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
A united states (us) customer obtained a falsely elevated carbon dioxide concentrated (co2_c) result on an atellica ch 930 analyzer with serial number (B)(6) and did not report it to the physician. The customer used the same sample to perform repeat testing on an alternate atellica ch 930 analyzer and stated the repeat result was correct and consistent with the patient's history. Siemens dispatched a cse (customer service engineer) to the customer site. The cse performed troubleshooting, including atp (analytical testing protocols), replaced the sample mixer, and ran 30 replicates of the smix (sample mixer) diagnostic. The results showed consistent results (98-100) and within range. The customer ran ten patient samples, and the results were consistent. No issues were noted, and quality control was in range. Siemens monitored the analyzer and noted the reagent probes spattering reagent in the path of probes, the reagent mixer not centered in the cuvette (front to back) and hitting the back of the wash port, the dilution mixer not centered in the cuvette (front to back), and reaction washer probe 2 failing the auto check for low pump volume. The cse replaced the pump manifold assembly, level sense harness, metering tubing on both reagent arms, reaction washer probe 2 wash pump, and waste solenoid, performed alignments, auto checks, and diagnostics testing, which revealed problems with either sample or dilution arm. The cse performed additional services, including replacing the dilution arm, rebuilding the sample arm, replacing the mixers and mixer impeller, performing alignments and auto checks, and running mixer service methods successfully. The potential cause of the falsely elevated co2_c result is unknown. The analyzer was verified and operational. No further evaluation was required.